Event description:
The customer reported via phone call that the insulin pump alarmed button error during prime. The customer did not recall any significant events leading to the alarm. Blood glucose value was 61 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. Device was received with cracked case at display window corners, reservoir tube lip and battery tube threads, minor scratched lcd window and debris under display window.